Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, customer declined to complete the check. No additional information was provided. Customer's blood glucose was 191 mg/dl.